Event description:
A consumer reported she was hit by a door knob and it "kind of messed up" her system. She was told it moved, but she did not know what exactly happened. The consumer noted she believed this happened in 2011 when she got hit by the door knob. Indication for use included radiculopathy and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.